Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue involving regarding the hps-h011 5.5mm x 19cm hps spherical bur, ser # (B)(4) that occurred at the (B)(6) university outpatient surgery center on an unknown date in 2020. This issue was mentioned to the conmed representative at the same time he was provided with information regarding a specific incident involving another bur reported under MDR 1017294-2020-00575. The incident details are the same, however no event date is known. It was reported that there is an indention on the inner shaft that tends to allow the burrs to snap when pressure is applied. Product was discarded. No patient injury. Completed with another bur. It is noted the surgical procedures were successfully completed by using alternate devices with no impact or injury to the patient. No other incident information was made available. As there is a risk of the bur falling out of the guard once broken, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of device breakage is confirmed. The device is still not available for return or evaluation, however the provided photographic evidence exhibits the reported issue. The image does exhibit the reported claim however a root cause cannot be established. Should the device in question be returned, an evaluation will be performed, and a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.